Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable high elecsys troponin t hs stat results from one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. The initial result was 13.9. Pg/ml. The repeat result was 23.32 pg/ml. The result was confirmed at 12.77 pg/ml. The reagent lot number is 59638100. The expiration date is 31-mar-2023.

Manufacturer narrative:
In MFR report ref #1823260-2022-03543-00, the third line of b5 - describe event or problem should have been: "the initial result at 1:37 pm was 13.90 pg/ml. The repeat result at 1:39 pm was 23.32 pg/ml with a data flag. The result was confirmed at 2:17 pm and the result was 12.77 pg/ml." Instead of: "the initial result was 13.9. Pg/ml. The repeat result was 23.32 pg/ml. The result was confirmed at 12.77 pg/ml." The calibration performed on (B)(6) 2022 had calibration signals that were slightly lower or higher than expected. There were no alarms noted. The qc recovery had results outside of the 2 sd range. The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.